Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial #: unknown, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there were 2 contacts on the lead that were defective. There were no external contributing factors. The patient was going to be advised to have their health care provider (hcp) check their system. The issue was not resolved at the time of this report. No surgical intervention occurred. The patient was alive with no injury. Additional information was received reporting that the cause was unknown. The action taken to resolve the event was reprogramming. No further complications were reported or anticipated.